Manufacturer narrative:
The reported complaint was confirmed via information received from the manufacturer's sales representative. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per log analysis, the issue was reported on 24-aug-2020 but the flow log only went back to 28-sep-2020. The system log went back to 18-aug-2020 but did not show indications of a problem. The log did show the flow meter was replaced on 05-sep-2020. Since the issue is still occurring it is not likely the flow meter module is the issue. The sales representative identified that the previously installed flow module was not showing flow measurement on centrifugal control module. He replaced the flow module. The field service representative (fsr) inspected the flow module and flow sensor connections for possible pin damage. No damage was found and all product completed verification testing successfully. During laboratory analysis, the product surveillance technician (pst) could not verify the reported complaint. The pst did not observe any issues with the module function, flow sensor function or the cable function. All devices were isolated with known-good lab use only devices and checked together for function. No functional issues were observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the manufacturer's sales representative, the issue was discovered during a wet laboratory testing. The flow module would not display the flow until after the program was booted and the grey cord was unplugged and reconnected. The flow module has had this issue since the pump was installed. The flow module has to be unplugged and reconnected each time prior to use. He reprogrammed the pump and the issue did not resolve. The suspect part was returned to the manufacture for further evaluation.

Event description:
It was reported that during use of the device for a non-clinical activity, the flow module would not display the flow. There was no patient involvement.